Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia. The high blood glucose level of the customer was 500 mg/dl. The other blood glucose level of the customer was 100 mg/dl. The customer was treating high blood glucose levels with manual injections. The insulin pump had blank display and the customer was not calling back after receiving a new battery cap. Customer stated that the insulin pump was in pool and hence was exposed to water. There was fluid under the lcd display. The customer declined the troubleshooting for high blood glucose levels. The device will return for analysis.